Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. The home patient reported that they used 4 to 5 patient extension lines connected to the patient line of their standard homechoice cassette. The successful completion of the prime cycle was not confirmed. Baxter's technical service center assisted the home patient in ending therapy. The home patient reported that they completed therapy by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.